Event description:
In response to the advisory, all leaded radiation protection devices were evaluated for radioactive contamination using a ludlum 14 c survey meter with a ludlum model 44-9 pancake probe. One contaminated device was found. The survey results are .5 mr/hr at the surface. The supplier will be contacted by phone to discuss a replacement device and return shipping arrangements.